Manufacturer narrative:
Visual inspection revealed dried body fluid on the handle, main shaft, and distal end. Dried saline was also found on the distal end and inside several irrigation ports. Electrical tests revealed no electrical shorts but ring 3 is open. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device was found to be within specification during the radiofrequency ablation test. Dissection revealed the ring 3 signal wire was broken at the ankle weld due to corrosion caused by fluid ingress at the distal end. Evidence of fluid ingress found most likely caused electrical shorting of the thermocouple, which could cause temperature errors.

Event description:
Reportable based on device analysis completed on june 20 2019. It was reported that inaccurate temperature caused the ablation to stop. During an ablation procedure with a intellanav mifi open-irrigated catheter inaccurate temperature readings were displayed, causing ablation to stop. The procedure was completed with another intellanav mifi oi catheter. No patient complications were reported and the patient's current condition is fine. Returned device analysis revealed ring 3 wire was broken at the electrode ankle weld due to corrosion caused by fluid ingress at the distal end.